Event description:
The patient had one lead pop through before when she had two units implanted; this was her second implant and it was on the left side. The developed an infection on it and it was ¿on the actual unit and it followed the leads up and popped through on my scalp.¿ the device was replaced. This occurred ¿(B)(6) so they took it out (B)(6) 2011 is when they took out the one that had gotten the infection on it.¿ the infection started probably, whenever they implanted it, the patient did not notice it for probably 3 to 4 months. The patient saw a red spot on her chest, then it got bigger and grew really big really fast and followed it up the lead. Additional information has been requested to find out more information regarding this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).